Event description:
Acct. Reports two incidents in which an ER pt was transferred to the CT lab for a CT. Twice when the contrast was injected, the septum on the y-site "blew out". There was no pt injury but it delayed the CT procedure.